Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device did not reveal any visual analysis. During the function testing of the device was not able to be flushed as the balloon catheter shaft was occluded with solidified contrast media likely due to the contrast solution crystallized inside the lumen after the procedure. In an attempt to inflate the balloon, the distal 20cm of the balloon catheter shaft was cut and the balloon was able to be inflated and then deflated without difficulty. The balloon retained its shape & size, no leaks or ruptures were noted to the balloon. It is likely that an incorrect deflation technique was used or the saline - contrast mixture was too thick hindering the device deflation; this however cannot be conclusively determined. Based on the information available the exact cause of the reportable complaint cannot be determined.

Event description:
It was reported that during preparation the balloon was difficult to deflate. No patient was involved at the time of the event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation the balloon was difficult to deflate. No patient was involved at the time of the event.